Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This ra was explanted.